Manufacturer narrative:
B3: exact date unknown, event occurred a week from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 522524.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to device migration despite reprogramming. The patient underwent a lead and ipg explant procedure. The explanted device components were discarded by the medical facility and will not be returned.